Event description:
The reporter contacted lifescan on behalf of the patient alleging that his one touch ultra meter would not power on. The last test prior to the power issue was performed on july 1, 2005. He reported that he never contacted emergency services, experienced symptoms, or obtain a 69 mg/dl on another meter, as reported originally during the initial call. He did visit the fire department for a blood pressure test. The patient maintained his set amount of 70/30 insulin regimen during the time of concern. He confirmed that he never developed symptoms or sought medical attention as a result of the reported issue. The patient neither alleged harm nor experienced injury. The customer care representative had verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved thorugh troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.